Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Diagnostic imaging and re-implantation is considered but no date has been scheduled yet.

Event description:
At the end of (B)(6) 2025, the recipient reportedly stopped hearing as well as before with the device. The recipient told us he did not banged his head and he did not suffered any accident. He noticed his hearing was worse while he was riding in the bumper cars, however, he told us his head did not suffer any impact. Re-implantation is considered and a CT scan is planned.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the device was affected. The user has been re-implanted.